Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had experienced a los of stimulation and her charger would not communicate with her ipg. An sjm rep met with the pt and confirmed the communication error. The pt was reportedly without stimulation since (B)(6) 2014 and has not charged her scs system since then. Surgical intervention may take place at a later date to address the issue.